Event description:
It was reported that a patient with sequela received an inappropriate shock for svt. The problem was resolved by changing medication dosage and reprogramming. Ablation procedure was planned. No further information is given.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.